Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called for assistance in setting up the insulin pump to be used as a back-up. Troubleshooting was done and the insulin pump kept alarming no delivery. The leadscrew test was performed and the insulin pump failed the test. The customer was advised to discontinue using the insulin pump. Nothing further was reported.